Manufacturer narrative:
The used device has not been analyzed since it was disposed by the customer and its model and lot number were unknown. Therefore, we could not investigate the manufacturing and quality control records, and identify root cause of this incident. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer." We decided to report this incident since we consider this incident of blood leak from the arterial header is an incident which might cause serious injury to the patient. We will include this incident in our risk analysis and will continue to monitor similar complaints carefully.

Event description:
At 9:34, the patient had 34 minutes left on the machine. Nurse (B)(6) rn had just flushed lines with 50 ml normal saline. She had just walked over to the nurse's station when the patient started screaming out "hey, the dialyzer is bleeding". Upon inspection noted blood oozing and squirting all over the floor and some on the patient. The dialyzer was not cracked, and the header was not loose. This nurse noted that there was blood seeping from the header only, the lines were secured on the dialyzer. The treatment was terminated, and the nurse was unable to rinse patient's blood back. The needles were flushed with 10 ml normal saline. Nurse manager and clinical nurse leader were notified and asked to come out to the floor. The patient's blood was drawn and send to the lab for testing hb level. Dr (B)(6), medical director was notified. The patient was very much alert and stable. The patient denies any complaints currently. The needles were pulled and pressure was applied to the site until bleeding stop. Dressing was applied to the site with no bleeding noted. The vascular access remained the patient and in working condition.